Event description:
It was reported that the customer's device would power on by itself and drain the batteries. After an initial evaluation by physio-control, this was not verified and the device was observed to be functioning normally. The device was sent into physio-control's failure analysis center for an additional evaluation where it was indeed observed that the device was powering itself on. There was no patient use associated with the reported failure. The customer was sent a replacement device.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the failure was due a failure of leg 1 of an integrated circuit chip, designator u1 from the digital pcb assembly. The leg 1 of ic u1 was electrically leaky which caused the device to power itself on.the customer received a replacement device.